Event description:
There was an allegation of analyzer alarms and questionable ise indirect gen.2 sodium results from the cobas 8000 cobas ise module. The initial result was 152 mmol/l and the repeat result was 139 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer replaced all ise1 reagents, diluents, electrodes, and ise pinch tubings. The investigation is ongoing.

Manufacturer narrative:
Na.

Manufacturer narrative:
The customer cleaned the ise sipper nozzle and determined the system has been working acceptably. The investigation did not identify a product problem. The cause of the event could not be determined.